Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant testing- verbiage removed. H2: additional information/correction.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot or charge due to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. The receiver download did not show any fire are errors related to customer complaint. Measure the speaker resistance. Speaker resistance is within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot or charge due to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. The findings does not show any error related to customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.